Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting atrial fibrillation (af) with rapid ventricular response. It was noted that the patient felt fatigued and woozy before getting shocked. Reprogramming was done, and the device remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.